Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that his monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up, system speaker hums) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to intermittent bga connection on component u400 (digital signal processor). On the monitor c/a board sn (B)(4). The root cause for the intermittent bga connections could not be positively identified. No adverse event resulted from the intermittent bga connections. The patient received a replacement monitor.